Event description:
The customer reported to olympus, the hd camera head had blurry picture after plugging in. The issue was found during preparation for use for an unknown procedure. The failure was observed during setup and there was no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found puncture on cable and failed leak test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon ¿poor image quality ¿ image is blurry after plugging in" could not be identified since no device malfunction was confirmed during evaluation. Olympus will continue to monitor field performance for this device.